Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's pump speed is randomly dropping to zero. Additional information was received by the manufacturer indicating that the patient currently is on battery support with no further alarms or pump stops. X-rays have been taken but not submitted. On (B)(6) 2013 a percutaneous lead distal end replacement was performed by the manufacturer.